Event description:
Report received of a nondelivery of pain management therapy. According to the pump history, the pump was programmed in the pain management, epidural mode, an unspecified solution at a rate of 10ml/hr, a 2ml bolus dose, with a 20-minute bolus lockout and a 230ml container size. Reportedly, the pump display indicated that the medication had infused, but when the nurse went to change the bag, the bag was found to be full. The bag of medication was kept in a lock box. There was no adverse patient effect. No medical interventions were required. Though requested, there was no further information available.